Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the handle around the headlight was broken with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Defective part set cover with external handle-pwd500 (ard368330998) was replaced and device returned to usage. It was established that when the event occurred, the surgical light did not meet its specification due to broken handle, which contributed to the event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for handle breakage is low. A technical evaluation of root cause for the headlight handle breakage was performed by subject matter experts at the manufacturing site. As factory investigation review stated, the product must be repaired before any use. Only abnormal use (violent collisions, excessive pressure¿) can damage this device as reported in this complaint. The user manual explains how to check the light heads during daily inspection. To avoid any similar incident, the powerled product must be used accordingly with the user manual information. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the handle around the headlight was broken with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Defective part set cover with external handle-pwd500 (ard368330998) was replaced and device returned to usage. It was established that when the event occurred, the surgical light did not meet its specification due to broken handle, which contributed to the event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for handle breakage is low. A technical evaluation of root cause for the headlight handle breakage was performed by subject matter experts at the manufacturing site. As factory investigation review stated, the product must be repaired before any use. Only abnormal use (violent collisions, excessive pressure¿) can damage this device as reported in this complaint. The user manual explains how to check the light heads during daily inspection. To avoid any similar incident, the powerled product must be used accordingly with the user manual information. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text: device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the handle around the headlight was broken with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.